Event description:
It was reported that after the case, the controller was getting hot and had a burning smell and an error code appeared. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of error message and burnt smell was confirmed. Product failed functional testing with a short circuit error. Cause of errors is a shorted electronic component on the main digital pcb. Burnt smell was caused by a burnt resistor on main pcb. It appears that a shorted hand piece caused electrical damage to components on main pcb. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded that the cause of short and burnt odor is a burnt electronic components on the main pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.